Event description:
Apl valve not releasing airway pressure in bag mode. Patient was spontaneously breath; apl valve was set at minimum and rebreathing bag had to be removed to release airway pressure to prevent potential barotrauma to patient. Hospital bio med called ge. It was decided between different departments to replace 02 flush manifold and microswitch. Machine was tested and performed all calibrations. Machine released back into service.